Event description:
It was reported that the patient presented for a routine device interrogation in clinic. It was noted that non-sustained right ventricular oversensing determined to be post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. The patient was stable prior to, during, and following interrogation.